Event description:
It was reported that the surgeon explanted an icm120v4 12.0mm implantable collamer lens due to the pt reporting "ghost-shadow images". Additional info was requested but not yet received. If further info is provided, a supplemental medwatch will be submitted.